Event description:
While servicing the device, an authorized bench technician found an ECG bias in the error logs. There was no patient involvement. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found associated with the reported issue. Operational testing was conducted with the returned pca and the unit passed all checks. Although it was noted that failures were found in the status log, the issue could not be replicated .upon conclusion of the analysis, the reported issue could not confirmed.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "date returned to manuf." From 10/15/2020 to 12/01/2020 to coincide with the return of a specific component to the failure analysis lab for further evaluation. Updated h6 codes to reflect failure analysis results and component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, an authorized bench technician found an ECG bias in the error logs. There was no patient involvement.